Event description:
Reporter alleged the blood glucose device generated a result prior to the test strip being dosed with blood or control solution. It was stated meter gave a reading of "lo" when customer was getting ready to obtain a blood drop from fingertip for testing. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.